Event description:
Home pt (hp) reported a system error alarm 2240 during automated peritoneal dialysis treatment. Hp had accidentally disconnected the pt line causing the alarm. Hp discontinued treatment at time of the 2240 alarm. Rn reports that hp received 1 gram of ancef intraperitoneally prophylactically.